Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the leadless implantable pulse generator (ipg) and an atrio-ventricular ablation, the ipg was checked and the accuracy of capture management was questioned. The capture management threshold and loss of capture measurements differed than the manual threshold test measurements. Programming changes were made and the ipg remains in use. No patient complications have been reported as a result of this event.